Manufacturer narrative:
The insulin pump passed the self test and the reset error test with no error alarms. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked reservoir tube lip and a cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had an unexpected restart alarm. Customer's blood glucose was 5.3 mmol/l. The customer also reported a signal too low alarm occurred on the insulin pump. The customer stated, the unexpected restart alarm was recurring during normal insulin pump use. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.